Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation found no sharp physical damage or missing parts on the distal end cover, bending section cover glue, light guide lens or objective lens and nozzle that would cause the reported event. An inspection of the biopsy and suction channels with olympus boroscope and there were no signs of foreign stain, substances, objects or materials found inside the channel. The scope underwent leakage testing and passed. The cf-h180al caution for flexibility adjustment control operation instruction manual warns users "the insertion tube of the endoscope should be adjusted to the appropriate flexibility for each case. Always confirm the flexibility of the insertion tube by holding the insertion tube with two hands before inserting it into the patient, and adjust the flexibility as necessary according to the case, region and patient's condition during an examination. If you are unsure of the appropriate flexibility of the insertion tube, set it to the most-flexible condition. Continuing the examination while the insertion tube is set to an inappropriate degree of flexibility may cause patient pain, injury, bleeding and/or perforation." Please cross reference MFR. Report # 2951238-2015-00415.

Event description:
Olympus was informed that a patient underwent a diagnostic colonoscopy procedure with a hot biopsy forcep and non olympus rotatable poly snare. There was no bleeding observed. The patient was stable and discharged home the same day. On (B)(6) 2015 the patient presented to the emergency room with complaints of abdominal pain, and constipation. The patient was again discharged home the same day. It was reported that the patient presented to the emergency room for a second time on (B)(6) 2015 and was admitted for observation due to extreme abdominal pain. A CT scan and an x-ray of the patient's abdominal region were performed for suspected bowel perforation and no anomalies were found. The facility was unable to find the source or control the patient's pain, so she was transferred to a different facility for care. On (B)(6) 2015 the patient was diagnosed with a perforation of the rectum and underwent an exploratory laparotomy with bowel perforation repair, appendectomy and colostomy placement. The intended procedure was completed with no complications. The patient is reportedly doing well. This one of two reports.